Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer stayed in bed to avoid lowering their bg any further, they also consumed sugar and carbohydrates to address bg. A system check was performed, and it was found that the customer was using off label insulin (lantus) within the pump supplies. Tandem technical support (cts) provided off-label insulin use education, and then confirmed that the pump is functioning as intended. The customer successfully resumed insulin delivery with the pump and no additional patient or event information was available.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.